Manufacturer narrative:
Pump received with intermittent button response due to corroded keypadtraces. No button error alarm during testing. No unexpected numbers ramping during testing. Also received with moisture damage on the lcd glass noted. No moisture damage on the motherboard, interfaceboard, rfboard, motor, vibrator and battery tube assembly during visual inspection. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window, broken belt clip slot,scratched case, cracked battery tube threads and yellow stained on the lcd resilient cover. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 160 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.